Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer reported not observing insulin coming from the end of the tubing during the fill tubing step of the load sequence. Customer performed the fill tubing step again using a new cartridge and infusion set and successfully loaded the cartridge onto the pump. The cause of the issue could not be determined as the customer had already changed out their supplies. There was no impact to the customer's blood glucose level.